Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high rate episodes were recorded and oversensing and noise was observed on the right ventricular (rv) lead. The noise was able to be reproduced in the clinic and it was noted the rv lead had fractured. The rv lead was reprogrammed and was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.